Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported the patient underwent concurrent surgery on (B)(6) 2006 for abdominoplasty. Following implantation the patient experienced recurrence of pain, erosion, extrusion, urinary problems, bleeding, and dyspareunia. The patient had excision of mesh in (B)(6) 2011. On (B)(6) 2012 the patient had mesh removal/revision surgery due to mesh sling erosion. No additional information provided at this time. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2012 by dr. (B)(6) at (B)(6).

Event description:
It was reported that the patient underwent mesh excision on (B)(6) 2012 by dr. (B)(6) at (B)(6) .